Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for a high blood glucose level of 580 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and was advised to change the entire reservoir and infusion sets. New sets were sent to the customer. The customer's insulin pump worked as designed. No further information was provided.